Event description:
It was reported that, "a restep dvt sleeve caused a pressure ulcer."

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. Packaging information was not provided either so manufacture date and lot number were not available. The instructions for use (IFU) for rcg10 calf garments states: "garments should be removed regularly to inspect the skin." "Garments should be removed immediately if the patient experiences any unexplained sensations, numbness, or pain." The restep system should not be used in the following conditions: "local skin or tissue conditions in which the garments would interfere." A conclusive root cause could not be determined as the device was not received for evaluation. However, it is possible that the mattress, wheelchair/cushion, and turning techniques could have attributed or aided in the reported issue as well. If the ulcer seems to be caused by friction, a protective transparent dressing such as op-site or tegaderm may help protect the area by allowing the skin to slide easily. This is the first report of this type that sss has received. Device not returned for evaluation.